Manufacturer narrative:
The device involved in this complaint was not returned. Please see the attached file for our results. (B)(4).

Event description:
It was reported that a knee revision was done due to loosening. The knee had issues with motion due to the loosening.